Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the 3 days after placement, the patient from the operating room said that the water could not be drained when the foley catheter was removed. All water could be drained after time was taken medicon syringe used to drain the water.

Manufacturer narrative:
The reported event was unconfirmed. Received (4) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted inflated with inhouse syringe and 10 mbs. Concentricity ok rested with no leaks. Connected inhouse syringe and it passively deflated in 1 minute and 24 seconds with no issues or cuffing. The reported failure could not be replicated. No root cause could be found because the reported event was unconfirmed. DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the 3 days after placement, the patient from the operating room said that the water could not be drained when the foley catheter was removed. All water could be drained after time was taken medicon syringe used to drain the water.